Event description:
It was reported that during a da vinci-assisted surgical procedure the customer had issues with a yellow image on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer to manually adjust the colors but was unable to get a better image. The tse had the customer hard power cycle, but a preventative maintenance message occurred as soon as the scope was installed. The customer elected to complete the procedure laparoscopically. Intuitive surgical inc. (Isi) followed up to confirm that the image from the surgeon side console (ssc) had a yellow tint to it. The image issue occurred towards the start of the procedure. The site converted due to having issues resolving the yellow tint issue; it was not due to the preventative maintenance advisory. The advisory came when they were troubleshooting the system later after the case was converted laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) to resolve the yellow tint image on the surgeon side console (ssc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint of a yellow image. However, the error/fault was confirmed via error logs/system logs. Error logs confirmed 8 occurrences of error 48204 over the past 60 days. The endoscope controller (ec) was installed with a printed circuit assembly (pca) test system to program unit software. The system was power cycled 10 times without error, then launched in normal mode. The image quality was clear and free of noise with correct coloration.